Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 5 months post implant the perfusionist increased the pump speed to 10,000 (rpms) and noted that there was no increase in flow. The device was subsequently explanted as the pt underwent a heart transplant procedure.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.